Event description:
No additional event information to report at this time.

Manufacturer narrative:
Complaint sample was returned and evaluated against the reported event. Visual examination of the returned products confirmed the presence of debris in the pouches containing the products. Four (4) of the 20 pouches contained one loose blue particle. All the loose blue particles exceed the .60 sq. Mm. Size allowed per zpc 8.400 rev.52, as measured with tappi chart 25-2007-187-00-ey. DHR was reviewed and no discrepancies were found. The likely condition of the parts when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product is in process of being returned for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01769, 0001822565 - 2020 - 01770, 0001822565 - 2020 - 01771.

Event description:
It was reported that product was found to have debris in the sterile packaging during warehouse inspection. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.